Event description:
Philips received a complaint from customer biomed reporting the touchscreen on the v60 ventilator is not operational. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and recommended touchscreen replacement as the resolution. The rse provided the bme with the details necessary for a part order. The investigation is ongoing.

Manufacturer narrative:
A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and recommended touchscreen replacement as the resolution. The rse provided the bme with the details necessary for a part order. Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the customer and therefore cannot be determined. It is unknown if any part replacement or other repair have been conducted to date. The investigation concludes that no further action is required at this time.